Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the rv was revised due to indications of lead fracture. The rv lead had a steadily increasing impedance overtime, as well as an elevated threshold and decrease in sensing at the most recent check were noted. The lead was capped and replaced on (B)(6) 2018. The patient was stable before, during, and after the procedure.